Event description:
According to the information received, the user temporarily placed the guide beam and lens on the patient during the operation. After the operation, it was found that the patient was slightly scalded on the skin where it had been placed. After the scalding observation for a period of time, no other abnormalities were found, and no additional intervention was done.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).